Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, with no device alerts observed, and the infusion set adhesive did not adhere, requiring replacement; after removing all supplies, a dry run succeeded, and a subsequent supply change with new supplies was completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution of the event after troubleshooting and education, with replacement supplies arranged. Investigation included guided troubleshooting, review of on-device notifications, and verification of lot numbers for the cartridge, connector, and infusion set. Investigation of this case revealed an insertion site adhesion failure of the infusion set during the initial supply change, with no persistent device malfunction identified after re-supply and dry run. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or application issue related to infusion set adhesion during placement rather than a systemic device failure.